Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and bradycardia, below the lower rate limit of the implantable pulse generator (ipg). It was also reported that, approximately three week post implant, the right atrial (ra) lead exhibited a low unipolar atrial lead impedance alert. Both the ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.